Event description:
It was reported that this right atrial (ra) lead was noted to be fractured. The lead also exhibited out of range high pacing impedance, high thresholds and loss of capture. This lead was replaced and is expected to be returned for analysis. Other than undergoing the replacement procedure, the patient experienced no additional adverse effects.

Manufacturer narrative:
When this lead is received and analyzed, a supplemental report will be provided.

Manufacturer narrative:
Supplemental: upon receipt at our post market quality assurance laboratory, the lead was thoroughly analyzed. Visual inspection confirmed that the whole lead was returned destroyed. Resistance testing found that the lead was not electrically continuous. Detailed analysis confirmed that the outer conductor coil had a break. Based on the characteristics of the fracture, it was determined that it was consistent with cyclic fatigue damage. Analysis concluded that the clinical observations of out-of-range high pacing impedance, high thresholds and loss of capture were likely caused by the confirmed fracture. Initial: when this lead is received and analyzed, a supplemental report will be provided.

Event description:
It was reported that this right atrial (ra) lead was noted to be fractured. The lead also exhibited out of range high pacing impedance, high thresholds and loss of capture. This lead was replaced and returned for analysis. Other than undergoing the replacement procedure, the patient experienced no additional adverse effects.

Event description:
It was reported that this right atrial (ra) lead was noted to be fractured. The lead also exhibited out of range high pacing impedance, high thresholds and loss of capture. The patient experienced bradycardia with heart rates below 60 bpm due to these issues. It was also noted that the patient experienced episodes of torsades de pointes temporally when their heart rate was below 60 bpm. This lead was replaced and returned for analysis. Other than undergoing the replacement procedure, the patient experienced no additional adverse effects.

Manufacturer narrative:
This report was amended to update international medical device regulators forum (imdrf) codes. Incomplete coding of this event was identified during a retrospective review of complaints associated with CAPA-8580, which focused on identifying and remediating incomplete coding of events. Added patient codes e060104 and e060109. Upon receipt at our post market quality assurance laboratory, the lead was thoroughly analyzed. Visual inspection confirmed that the whole lead was returned destroyed. Resistance testing found that the lead was not electrically continuous. Detailed analysis confirmed that the outer conductor coil had a break. Based on the characteristics of the fracture, it was determined that it was consistent with cyclic fatigue damage. Analysis concluded that the clinical observations of out-of-range high pacing impedance, high thresholds and loss of capture were likely caused by the confirmed fracture. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of cause traced to device design. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. A risk review was completed and confirmed that the event of fracture was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review.

Manufacturer narrative:
This report was amended to update international medical device regulators forum (imdrf) codes. Incomplete coding of this event was identified during a retrospective review of complaints associated with CAPA-8580, which focused on identifying and remediating incomplete coding of events. Added patient codes (B)(6). Upon receipt at our post market quality assurance laboratory, the lead was thoroughly analyzed. Visual inspection confirmed that the whole lead was returned destroyed. Resistance testing found that the lead was not electrically continuous. Detailed analysis confirmed that the outer conductor coil had a break. Based on the characteristics of the fracture, it was determined that it was consistent with cyclic fatigue damage. Analysis concluded that the clinical observations of out-of-range high pacing impedance, high thresholds and loss of capture were likely caused by the confirmed fracture.

Event description:
It was reported that this right atrial (ra) lead was noted to be fractured. The lead also exhibited out of range high pacing impedance, high thresholds and loss of capture. The patient experienced bradycardia with heart rates below 60 bpm due to these issues. It was also noted that the patient experienced episodes of torsades de pointes temporally when their heart rate was below 60 bpm. This lead was replaced and returned for analysis. Other then undergoing the replacement procedure, the patient experienced no additional adverse effects.